Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2; (B)(6), 190-30-07 - alt ha s clr std sz 7. Pending investigation.

Event description:
As reported via legal documentation a 78 y/o female patient had a right hip replacement on (B)(6) 2019. Approximately 4 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Postop diagnosis: painful right total hip secondary to polyethylene wear, debris and osteolysis and synovitis. Sterile dressings were applied, and the patient was taken to the recovery room in a satisfactory condition.